Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: load step malfunction warnings are observed in the black box on the reported failure period. No unusual primed volumes are observed in the prime history. One unidentified "loss of prime" warning is observed. The pump boots up to "verify" screen normally, upon the first "load" attempt, the unit is able to detect the cartridge and prime successfully, no prime issue duplicated. Force sensor calibration reading is within specifications. No moisture ingress was found inside the unit, force sensor and power circuits were inspected, and no defects were found. Unrelated to the complaint, a hairline crack is observed on the battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter indicated that the tubing may have been primed during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.